Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported ¿air detect¿ issue which was not reproduced. The reported ¿air detect¿ issue was verified through a review of the event history log as "air-in-line!" On the final days of customer use in the log. The symptom was found to be caused by ultrasonic sensor fluid readings which were out of specification and unable to be calibrated. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an "air detect" issue. There was no patient involvement. No additional information is available.